Event description:
It was reported that the left ventricular lead exhibited high thresholds. The physician used fluoroscopy to view the lead and noted visible insulation breach. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.